Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 tip fell apart and melted into the opposite jaw. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).